Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a3a: sex: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: requested, not provided due to hospital policy, a6: race: requested, not provided due to hospital policy, d6a: implanted date: device was not implanted , d6b: explanted date: device was not explanted , e3: occupation: lead tech - ir. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: it was reported that the string that is normally attached to the seed was missing. He pulled the device out and cut it to make sure the seed was inside the sheath and not in the vessel. Hemostasis was achieved by manual pressure. The patient was stable and there was no blood loss. The procedure performed prior to the use of the angio-seal was a lysis procedure.